Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the stomach during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during preparation outside of the patient, it was noticed that the cutting wire broke. Reportedly, there was no visible damage noted to the device packaging. The procedure was completed with a second microknife xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.